Manufacturer narrative:
B5 - the reporter indicated that 12.6mm vicm512.6 implantable collamer lens of a -8.5 diopter was implanted into the patient's eye. Per reporter "explanted a lens due to blurry vision and replaced with a refractive lens exchange. Claim # (B)(4).

Event description:
The reporter indicated that 12.6mm vicm512.6 implantable collamer lens of a -8.5 diopter was implanted into the patient's eye. The lens was removed and replaced due to blurred vision.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).